Event description:
The account reported the right foot side rail will not stay latched. The bed was located in the repair area at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found debris in the right foot side rail latching mechanism causing it to stick. The tech cleaned the right foot side rail latching mechanism to resolve the issue. Based on this info, no further action is required.